Manufacturer narrative:
Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
(B)(6) reported the following event, it was reported that the patient underwent a cervical fusion (c2-c7) surgery on (B)(6) 2016. During the procedure the torque driver did not torque appropriately. It torque over the 1.2 nm limit. The surgery was completed using a similar instrument. There was no surgical delay. The patient was reported in stable condition after the procedure was completed.

Manufacturer narrative:
A device history record review was performed for the subject device part# 03.614.035 synthes lot # 5787196. Manufacturing location: (B)(4) supplied by (B)(4). Date of manufacture: jun 5, 2008. The review showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. No non-conformances were generated during the production of the subject device. A product development investigation was performed for the subject device (2nm torque limiting handle with quick coupling), part number 03.614.035, lot number 70427 0469. The subject device was returned with the complaint condition stating that (B)(6) reported the patient underwent a cervical fusion (c2-c7) surgery on (B)(6) 2016. During the procedure the torque driver did not torque appropriately. It torque over the 1.2 nm limit. The surgery was completed using a similar instrument. There was no surgical delay. The patient was reported in stable condition after the procedure was completed. The customer reported the item required calibration testing. The repair technician reported the item failed calibration testing. The repair technician reported end of service life as the reason for repair. The item is not repairable per the inspection sheet. The evaluation was confirmed by service and repair (s&r) but was not replicated at customer service (cq). The returned instrument has exceeded the expected instrument life (three years) established by (B)(4), therefore any recalibration could not be assured. No further actions are required as the instrument exceeds the expected life established by the supplier, therefore any recalibration could not be assured. During the investigation no unidentified product design issues or discrepancies were observed that may have contributed to the complaint condition. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Device used for treatment, not diagnosis. (B)(4). Device is an instrument and is not implanted/explanted. Device is expected to be returned to synthes manufacturer for evaluation /investigation, but has yet to be received. (B)(6). Without a lot number, the device history record review and the investigation could not be completed; no conclusion could be drawn, as no product was received. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes on an event in (B)(6) as follows: reported the following event, it was reported that the patient underwent a cervical fusion (spine location unspecified) surgery on (B)(6) 2016. During the procedure the torque driver did not torque appropriately. It torque over the 1.2 nm limit. The surgery was completed using a similar instrument. There was no surgical delay. This complaint involves 1 device. This report is 1 of 1 for (B)(4).

Manufacturer narrative:
(B)(4). No service history review can be performed as part number 03.614.035 with lot number(s) 70427 0469 / 5787196 is a lot/batch controlled item. The manufacture date of this item is june 05, 2008. The source of the manufacture date is the release to warehouse date. The service history review is unconfirmed. A service and repair evaluation was completed: the customer reported the item required calibration testing. The repair technician reported the item failed calibration testing. The repair technician reported end of service life as the reason for repair. The item is not repairable per the inspection sheet. The cause of the issue is unknown. The item will be forwarded to customer quality. The evaluation was confirmed. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.